Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the black passive surtrak showed a geometry error above .5. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues calibrating the black suretrak before a case. They stated it would prompt them to do calibration, but after that they were not able to complete any of the steps. The manufacturer representative was going to checkout the suretrak and verify the geometry error was within tolerance. The patient was still in there room at the time of the event. There was less than an hour delay in the case. No impact on patient outcome. Additional information was received stating that the procedure was able to continue the case by attaching the black passive suretrak to the instrument and it proceeded to calibrate. They checked the geometry error and it showed .7 while attempting to calibrate. The issue was caused by a high geometry error.